Event description:
A customer reported a minicap which allegedly was misassembled. The sponge was not properly placed inside of the minicap. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. It was reported that the device was from the march delivery. Additional information: the device was returned and evaluated. The reported issue was confirmed. A review of the manufacturing process revealed nothing that would contribute to the sponge separation. The delivery was performed per procedures. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.